Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. The blood glucose reading was 300 mg/dl. The customer was treated with manual shots of insulin. The customer feels okay to troubleshoot. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. The customer also stated the insulin pump received insulin flow block alarm and performed self test. The insulin pump passed the self test. The insulin pump will not be returned for analysis.